Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the shunt system was received submersed. No significant deformations or damage of the valve were detected during the visual inspection. The valve housing was subsequently measured and indicated the presence of a deformation, outside the tolerance. Permeability test- the test has shown that the progav valve is permeable. Adjustment test - the progav valve was tested and was adjustable to all specified pressures. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - after the tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve was adjustable to all settings. However, it is possible that the deposits observed inside the valve could have temporarily caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "1 year 9 months po not adjustable." Additional patient information has been requested. When additional information is received a follow up report will be submitted.